Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information and assisted the customer in resetting the pump, as it was resettable, but the customer later reported that the pump would not charge. No additional outcomes of this issue were provided.